Event description:
Unomedical reference number (B)(4). Event occurred in italy. The patient reported that on (B)(6) 2023, the infusion set's tubing detached/broke at the site connector prior to insertion and this issue occurred with three infusion sets. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.